Event description:
It was reported that the arctic sun device was dripping. Per wo evaluation, deposits have formed on some components. Per review of wo on 30jan2026, there was no patient involvement. Per sample evaluation results received via task on 02mar2026, it was reported that the technician confirmed that it was preventive maintenance components and the level sensor and manifold that had the deposits.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.